Event description:
A 12 fr foley catheter (reference (B)(4)) rn went to sterilely insert catheter. Catheter advanced approximately 1 inch when rn realized the distal end of the catheter was cracked/split nearly in half. Rn disposed of faulty 12fr catheter and sterilely opened a new 12fr catheter system.